Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the brachysource i125 implant seed in cartridges that are cleared in the us. The pro code and 510 k number for the brachysource i125 implant seed in cartridges are identified in d2 and g4. Manufacturing review: a device history record (DHR) review was performed for all raw materials used in the product and related to the reported issue. Investigation summary: there was no sample returned for this complaint. However, an image was attached to the complaint record showing two sets of courtesy labels that had different sales order numbers. A 24-month tw query was reviewed. The query included product code and as reported device codes, no (0) similar complaint for the given product and as reported device codes were reported within the period of review. This complaint is confirmed, and the root cause is determined to be an order processing issue. Labeling review: the customer order documentation was reviewed for any issues related to labeling. Looking at the documentation for 1047105sl, all process steps in the batch records were followed and verified. The copy of the labels attached shows that the customer order had the correct labelling during manufacture and customer order verification. Upon review of the photos sent by the customer, it is confirmed that the courtesy labels and other labels sent to the customer have different sales order numbers. These courtesy labels were potentially switched during order processing after sterilization had occurred so cid: (B)(4) will be opened. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient was prepped for a brachytherapy procedure using the brachysource implant seed. Customer had a problem with the issuance of sources related to the right irsn (B)(6). They received two sets of source certificates with different numbers, one in a sealed envelope was obviously destined for another center. Due to uncertainty about the activity of the springs, customer cancelled the patient four hours before the schedule operation. There was no reported patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the brachysource i125 implant seed in cartridges that are cleared in the us. The pro code and 510 k number for the brachysource i125 implant seed in cartridges are identified in d2. And g4. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient was prepped for a brachytherapy procedure using the brachysource implant seed. Customer had a problem with the issuance of sources related to the right irsn (B)(4). They received two sets of source certificates with different numbers, one in a sealed envelope was obviously destined for another center. Due to uncertainty about the activity of the springs, customer cancelled the patient four hours before the schedule operation. There was no reported patient contact.